Event description:
It was reported that five months post procedure, the implantable penile prosthesis (ipp) began to stop functioning. The device was having inflation issues. There were no patient complications. No further information was reported.

Manufacturer narrative:
Correction to field h6. Evaluation method code.

Event description:
It was reported that five months post procedure, the implantable penile prosthesis (ipp) began to stop functioning. The device was having inflation issues. There were no patient complications. No further information was reported.